Event description:
Related manufacturer reference number: 1627487-2017-07112. It was reported that the patient had ineffective stimulation and had their entire system explanted on (B)(6) 2019. The patient also reported shocking sensations when they bent their head forwards. The patient's physician stated if they had a revision, they would be paralyzed in the arms.